Event description:
On (B)(6) 2013 the patient contacted animas alleging that the date and time were incorrect on the meter remote. No additional information was provided. When the pump and meter are paired, the time and date on the meter remote come from the pump. It was unclear if the time and date were correct on the pump or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03-jul-2019 with the following findings: no time keeping issues were found in black box data or pump histories. There was no data in the pump histories from time of the reported issue due to continued use of the device after the alleged issue reportedly occurred. Product analysis was unable to adequately investigate the alleged time/date issue because the pump was received in a condition that made investigation of the alleged issue impossible. Unrelated to the original complaint, the display was noted to be blank due to a failed display flex inside the pump.